Manufacturer narrative:
The investigation into the limb ischemia irreversible issue has been completed. The device was not returned for investigation. The root cause of the limb ischemia was not determined as the necessary clinical information was not provided and the device was not returned.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 60-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient on ECMO (extracorporeal membrane oxygenation) and impella cp support is experiencing limb ischemia. The patient was taken to the operation room for an emergency fasciotomy and antegrade sheath was placed with no improvement. Perfusion to the left lower extremity (lle) with arterial cannula and right upper extremity (rue) with brachial arterial line was also severely compromised. The patient is in critical condition.